Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that power error was detected. Blood glucose was unknown. Customer stated that light was not stop flashing immediately. Customer was advised to monitor the insulin pump. The product will not returned for analysis.